Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was not displayed due to faulty charged coupled device . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings are as follows; the cable was flooding and twisted at the cable section, a scratch was noted on the cable at the cable section, there was corrosion of the electrical contact at the connector section, cable adhesion observed at the cable section, discoloration of the switch at the head section, a cracked main body of the head and a loose scope mount on the head part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during an unspecified therapeutic procedure, the camera head¿s image is poor and the visual field is lost. The unspecified procedure was completed using the same device. There was no delay or report of patient harm.